Event description:
In february 1999, user had an incident in germany with one of the products. User was working with firm on this incident in addition to filing this report. A 14 fr removable pull peg was implanted in a pt with cancer. The date and the details of the placement procedure are not known to the MFR. It was reported that, on 2/17/99, the pt displayed signs of inflammation that were treated conservatively. Two days later gastroscopy indicated that the soft internal retention dome eroded through the stomach wall, causing a hole approx 2.5 cm in diameter. Surgery was required to close the hole. The pt died a few days later. The physician emphasized that the pt's death was due to cancer and had no relation to the use of the peg tube. The initial report also indicates that inappropriate usage and handling of the device by hosp staff caused the incident. It was reported that the physician used a technique of "tight adaptation" at the internal gastric wall to place the device. This product is not designed for "tight adaptation" at the internal gastric wall.